Manufacturer narrative:
Concomitant medical products: product ID 377875, lot# n0035915, implanted: (B)(6) 2005. Product type: lead: product ID 377875, lot# n0037161, implanted: (B)(6) 2005. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not getting the coverage that she used to. Stimulation was in the correct area, she just needed some adjustment to expand it. The patient stated that it began about a month ago following a fall near the end of december. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.